Event description:
It was reported that trial patient started the trial this past tuesday at 3pm. Late yesterday afternoon, sudden changed occurred. The patient's percutaneous insertion site became inflamed and redness developed, about 4" margin to margin wide. The patient did not report doing anything unusual, no trauma/fall. The patient did not have a fever. Initially, implanting physician thought it was contact dermatitis or cellulitis. The ER physician did not think it was either contact dermatitis or cellulitis. The ER physician had pulled everything out. The ER physician had ordered an MRI at the insertion site. On (B)(6) 2014 it was additionally noted that the patient had a severe allergic reaction and was hospitalized. The caller did not know whether the patient was allergic to lidocaine, tape, or leads. The patient was doing "fine" at this time. It was additionally reported that the patient was doing fine and was discharged from the hospital. The leads were not kept. The patient was going to undergo allergy testing to see what she was allergic to. It was additionally reported that the issue occurred during a basic evaluation.

Manufacturer narrative:
Concomitant medical products: product ID 3057, lot# unknown, product type: screening device; product ID 3057, lot# unknown, product type: screening device. (B)(4).